Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was unknown. Customer stated he had to calibrate 9 to 10 times per day, got bad readings. Customer also stated he had felt sick and gone to the hospital. Customer declined transfer to 24 hour technical support department. Customer disconnected the call and was unable to confirm date of hospitalization, insulin pump serial number, supplies, and blood glucose at the time or if customer was in auto mode. Insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, ozp-mmt-7020-snsr, unomed inf set.